Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this 980 ventilator did not pass the power on self test (post). The device was available for evaluation. The service personnel (sp) inspected the unit and confirmed the reported issue that the unit failed the ¿mix subsystem test¿, inspiratory subsystem test, and ¿exhalation subsystem test¿ of post. As secondary findings, the sp ran the extended self test (est) which failed, and also found that the light-emitting diodes (leds) on the direct current (dc)-dc converter printed circuit board assembly (pcba) were not lit. To solve the issue. The sp replaced the dc-dc pcba. The unit passed all calibrations and tests as per manufacturer specifications at the time of service. One dc-dc pcba was returned to medtronic for further analysis. Visual inspection of the returned dc-dc converter pcba found no anomalies. The pcba was attached to the test unit and powered up. The analysis found a short between the input positive and negative terminal of component u7. If a failure of the component u7 of the dc-dc occurs while in use on a patient, the ventilator response would be a loss of ventilation to the patient. The cause of the reported event could not be established. The cause of the secondary finding was isolated to a fault in dc-dc pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this 980 ventilator did not pass the power on self test (post). The ventilator was not in use on a patient at the time of the reported event.